Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 18-jul-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced five different incidences, which were associated with separate units, involving a single patient. This is the first of five reports. Refer to 2026095-2017-00137 for the second event. Refer to 2026095-2017-00138 for the third event. Refer to 2026095-2017-00139 for the fourth event. Refer to 2026095-2017-00140 for the fifth event. Fill volume: unknown. Flow rate: unknown. Procedure: unknown. Cathplace: unknown. It was reported that the infusion was too quick. The drug infused in five to twelve hours instead of 24 hours. No further information was provided.

Manufacturer narrative:
Corrected data: lot number. The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 11-aug-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The received sample pump was refilled with 0.9% of saline using the repeater pump to the nominal value of 125ml. Infusion was observed and the flow accuracy test was performed. After 18.75 hours of testing, the pump yielded a flow rate of 3.64ml/hr, which is below specifications with a +/-15% tolerance. The flow rate was off by 0.61ml/hr from the passing rate of 4.25ml/hr. The pressure pot was performed on the flow restrictor without the filter. The tubing was detached from the pump and connected to a pressure gauge. The average bladder pressure used was 9.19psi. The flow restrictor yielded a flow rate of 4.98ml/hr, which is within specifications with a +/-15% tolerance. The evaluation summary concluded that fast flow was not observed for the pump. During the flow accuracy test, the pump was below specifications. During pressure pot testing, the flow restrictor met specifications using the average bladder pressure. Use review was conducted, there was no sufficient information provided by the customer to determine if the product was used in accordance with instructions or if the user or facility conditions were contributors to the incident. It was concluded that customer is not new or inexperienced and that medication was not a contributor to the incident of fast flow. Root cause could not be determined. All information reasonably known as of 25-sep-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).